Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The field service engineer (fse) checked the cuvette washing process and inspected the wash station tubing. The fse replaced the sodium and reference electrodes and performed ise checks. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results for 1 patient sample on a cobas 6000 c501 module. The initial result was 119 mmol/l. The customer questioned the initial low result which prompted them to repeat the sample. The sample was repeated on another analyzer and the result was 138 mmol/l. No questionable results were reported outside of the laboratory.